Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice device, a baxter technician identified an increased intra-peritoneal volume (iipv) which occurred during drain cycle 1. The drain volume was 4265 ml. This drain volume meets overfill criteria. At the time of the initial call related to this device, there was no report of patient injury or allegation of overfill.

Manufacturer narrative:
(B)(4). The device was received and evaluated by the product analysis lab (pal). The device passed both the homechoice return instrument test / evaluation (rite) electrical test (B)(4) and the rite functional test (B)(4). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The device functioned normally during pal testing. The assignable cause of the iipv in the logs was determined to be: insufficient drain - false empty detect at initial drain and at previous therapy last drain. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service that could be related to the reported condition.